Event description:
Boston scientific received information that during a routine device interrogation it was noted that the shock impedance measurement for the right ventricular (rv) lead and device had increased from 45 ohms to 108 ohms. Review of the data revealed that the increased started six months prior. Due to the patient's history of cardiac arrest, the physician opted to fit the patient with a life vest and perform a revision procedure. Upon opening the pocket, the physician became concerned over a possible loose setscrew on the shocking coil. A fluoroscopy image was obtained but was inconclusive. Subsequently the physician opted to explant the device and surgically abandon the rv lead. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). At this time, the product has not been returned. If the device is returned analysis will be performed and this event would be updated.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.